Event description:
During patient use, the autopulse platform (sn (B)(4)) stopped compressions after performing briefly and displayed user advisory (ua) 02 (compression tracking error). The crew re-adjusted the lifeband and rebooted the device, however, the issue persists and the lifeband would not retract to compress the patient's chest. The crew switched to manual CPR. No consequences or impact to the patient. Back at the station, the customer tested the autopulse platform using the manikin and tried different lifebands but the platform still does not do chest compressions.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) message was confirmed during the functional testing and based on the archive data review. The cause of the reported issue was due to the defective drivetrain motor, likely due to a defective component. Visual inspection was performed and found no physical damage to the autopulse platform. The platform failed the initial functional testing with user advisory (ua) 02 error message, thus confirming the reported complaint. During further functional testing, the platform stopped compressions and displayed user advisory (ua) 17 (max motor on-time exceeded during active operation), unrelated to the reported complaint. The investigation revealed that the drivetrain motor was defective, which most likely had caused the occurrences of both the (ua) 02 and (ua) 17 error messages and the platform stopping compressions. The defective drivetrain motor assembly needs to be replaced to remedy the faults. The archive data review showed an occurrence of multiple (ua) 02 error messages on the reported complaint date, thus confirming the reported complaint. In addition, unrelated to the reported complaint archive data showed the presence of the (ua) 17 (max motor on-time exceeded during active operation) error messages. Waiting for customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with sn (B)(4).